Event description:
It was reported that a patient with a 27mm 11500a aortic valve implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of 5 years, 5 months due to thrombosis, stenosis and calcification. The tmvr was successfully performed with a 26mm 9755rsl valve. The patient was in stable condition post procedure and discharged on pod (B)(6). Per medical records, the patient underwent high risk lampoon viv procedure due to non-compliance with warfarin leading to halt and irreversible bioprosthetic stenosis (mg 14mmhg) due to thrombotic remodeling and calcification of leaflets.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.